Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was found to be dislodged. The ra lead had no sensing and capture. The patient was asymptomatic the physician decided reprogram device to inactivate ra lead. The patient was stable throughout.